Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day after implant, a chest x-ray revealed right atrial (ra) lead dislodgement. The ra lead was repositioned and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.